Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with operating room (or) nurse who was in the room when the event occurred. The nurse stated that they have been able to successfully clutch, unlatch systems and dock appropriately. The nurse also stated that the issue was likely due to user error in relation to performing a toggle and there were no errors presented during the case pointing to usm 4. No site visit was conducted by the fse as the system issue was no longer present.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the customer reported that the universal surgical manipulator (usm) 4 was not working. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs which did not show any usm 4 errors. The customer did not call the tse for support until after the surgeon had elected to convert the case to open surgery.